Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the image problem could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report of poor image was confirmed. There was no image due to a faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a 4k autoclavable camera head, the image was poor. There was no patient or other person impacted by this occurrence. The device was sent to olympus for evaluation, during which it was confirmed there was no image due to a faulty cable unit. This report is being submitted for the malfunction found during evaluation.